Event description:
It was reported that the clinician was having problems threading the spring wire guide (swg) through the introducer, stating that it kinks or bends resulting in a new kit having to be opened. He reported that the swg kinks more easily than before and the swg will not pass through the blood vessel to the appropriate location. The clinician questioned whether they got a bad lot of swg's or if the production was changed and they are not using it properly. They used pressure injectable trays and have been seeing this problem more often. Additional information received 3/9/2010 stated the swg unravels when the physician is trying to withdraw it from the finder needle while in the patient's vein. There are no further details available.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.